Event description:
Report received from the USA stating that the wires by the device were discovered to be exposed exactly where the cord and the device meet. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the strain relief was discovered to be pulled away from the connector end of the cord and the connector was damaged. Evidence suggests this was due to mishandling at the customer site. The event was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).